Manufacturer narrative:
Batch review performed on 29-11-2024. Lot 170178: (B)(4) items manufactured and released on 28-06-2017. Expiration date: 2022-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported event. Other devices involved: cup: versafitcup cc trio 01.26.45.0052 acetabular shell cc trio ø52 (k103352) lot 170086: (B)(4) items manufactured and released on 06-06-2017. Expiration date: 2022-05-21. No anomalies found related to the problem. To date, all items of the same lot have been sold with no other similar reported event. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 174034: (B)(4) items manufactured and released on 27-09-2017. Expiration date: 2022-09-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no other similar reported event. Lot of the liner: mectacer 01.29.413 ceramic liner ø 36 / e is unknown. Batch review cannot be performed. Preliminary investigation based on the pictures received the explanted stem is covered with patient blood; no ha residuals seem present on the stem body, even if it is impossible to confirm this evidence from the images. Some minor signs and scratches are present on the neck part probably due to revision surgery. The cup appears with blood and tissues in the macrostructures and the coating appeared almost totally absorbed; no other points, evident signs, or defects can be noted. It is not possible to determine the root cause of the reported complaint. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Patient has had an explant of all prosthesis for suspected infection. Initial implant date could not be verified. All implants were removed, stem was well fixed, pus was noticible from the back of the cup. A temprorary implant from a competitor was put in until the infection is treated. Origin of infection is not yet established. Explanted items were swabbed and then discarded as per hospital protocol.